Manufacturer narrative:
Device code 1494: off-label use (acd < 3.0mm) claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of diopter -9.5/+1.0/112 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a longer length lens due to low vault. The problem was resolved. Cause of event reported as unknown.